Manufacturer narrative:
Technician changed the power control board to resolve the issue.

Event description:
Technician alleged that the beds frame functions are intermittent. Technician checked the power control board and found corrosion. No know pt impact.